Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) was clogged. The following information was provided by the initial reporter: a line occlusion alarm is triggered when medication is infused over 5 minutes. If the infusion rate is slowed down, there is no longer an alarm.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) was clogged. The following information was provided by the initial reporter: a line occlusion alarm is triggered when medication is infused over 5 minutes. If the infusion rate is slowed down, there is no longer an alarm.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the alaris pump alarming occlusion when using the maxzero mz9267 extension set could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9267 lot number 21105939 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21 oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.